Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector was loose. Analysis also found the media door was broken and the keyboard cover slides were missing. It was noted an error was found in the programmer update history. (B)(4).

Event description:
It was reported the header connection was faulty. It was also reported the ECG (electrocardiogram) connection was loose. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported the ECG (electrocardiogram) connection was loose. The programmer was returned for service. No patient complications have been reported as a result of this event.